Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported the patient had a worsening urinary tract infection. It was noted the patient was prescribed septra ds for ten days. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2010.